Event description:
Information was received from an unknown foreign healthcare professional that reported there was an "other" technical issue and a serious programming error that caused major trauma to the left shoulder. The event occurred after the implant procedure. Event management included an "other" non-surgical treatment. The event resulted in hospitalization.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.